Manufacturer narrative:
The customer reported that the issue occurred during set up with no delay noted. The customer replaced the power management board to address the reported issue and the unit was returned to use.

Event description:
It was reported that the ventilator battery was not charging. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer ordered a new power management board. Further information is pending.